Event description:
Adverse event(s): "interrupted procedure" (no code available). Product problem(s): "secondary energy too low" (output energy incorrect). Surgeon reported an interrupted lasik procedure, at 18% completion due to energy too low. System was put through energy checks, after which procedure was reloaded and the remaining part of treatment was completed. Surgeon stated that the procedure was delayed by 30 minutes, before progressing to complete the remaining procedure. 1 day post-op was indicated to be 20/25. The surgeon mentioned not being concerned about the outcome and declined to supply patient records or any further information regarding this case.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).